Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath which was in the pt's right femoralis. The pt was moved to the intensive care unit. The intra-aortic balloon pump (iabp) therapy continued approx 12 hours when the md examined the pt & saw blood in the helium driveline; the pump did not alarm. As a result, the pt was weaned immediately from the iab, hemodynamically stable the whole time. The iab was removed. The iabp was "locked up right away" by the head rn & they requested the iabp be checked by a third party organization. When the iabp was checked by the third party organization no malfunctions were found. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was not delayed/interrupted as the pt was hemodynamically stable & was weaned off the iab support successfully. There were no reported pt complications. The pt outcome is okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.